Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. Blood glucose impact was unknown as the caller declined to answer whether levels exceeded 500 mg/dl. Customer was assisted by technical support to reset the pump, but the malfunction code recurred. It was resolved by arranging a replacement pump. Customer was instructed on using multiple daily injections as a backup therapy, putting the pump into storage mode, and returning the faulty pump to tandem. They acknowledged these instructions.